Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced pump pocket infection secondary to driveline infection. The patient underwent three separate ¿washout¿ procedures and was treated with intravenous vancomycin and ciprofloxacin. The patient was elevated to status 1a on the transplant list and was subsequently transplanted on (B)(6) 2017. It was reported that bacteremia was discovered on the day of transplant. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline and pump pocket infections could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The distal portion of the driveline and the sealed outflow graft bend relief were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.